Event description:
(B) (6) patient status post (s/p) respiratory arrest with history of downs syndrome and self injurious behaviors intubated on admission to the pediatric intensive care unit (picu). Patient with significant pulmonary edema, reactive airway and subcutaneous emphysema. Patient placed on 3100b carefusion sensormedics oscillating ventilator which malfunctioned. Patient was ambu bagged for 75 minutes while troubleshooting by respiratory. Patient required dopamine for hypotension. Upon inspection of circuit noted to have broken luer fitting which provides connection to the end of the circuit for measuring mean airway pressure had broken (white airway pressure port). This is the second occurrence of this type.====================== health professional's impression======================broken luer port.